Manufacturer narrative:
This device is included in the ble malfunction action issued by abbott on 10 march 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the device was unable to communicate via ble telemetry with multiple merlin programmers and ble dongles. However, the device was able to be interrogated using inductive telemetry. It was also attempted to pair the implant with the mobile application, but was unsuccessful. The device was implanted. The patient was in stable condition.